Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response due to corroded keypad traces. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Pending dva.

Event description:
It was reported that the customer had an incident in (B)(6) that caused him to be hospitalized. Customer spent 4 days where he has no memory of what happened. Customer called 911 and contacted life alert, so the paramedics were called. Customer was wearing the pump at the time of the 911 call. Customer was advised by doctors to replace the pump. The doctor told him the pump was broken. Customer could not walk and was unaware of the diagnosis. Customer stated that the doctor said that the pump was just out of insulin. Customer has been off the pump since the (B)(6) incident. Customer had a doctor's appointment on (B)(6) 2014 to set up getting back on the pump. Customer stated that the act button was not working. Customer has been back in the hospital twice since the incident in (B)(6). Customer was not sure if he was hospitalized for high or low blood glucose levels. Customer's blood glucose level today was 130 mg/dl. No additional information provided.